Event description:
Device report from synthes (B)(6) reports and event in the (B)(6) as follows: on (B)(6) 2013 patient was in the or for a matrix system revision surgery. It is reported that surgeon was trying to remove the locking cap in order to remove the rod and a screw. During this, the screwdriver that the surgeon was using broke. The shaft of the driver broke off. Surgeon had to then cut the rod to remove the screw. It is reported that the rest of the procedure went smoothly. No further information is available at this time. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present screw driver was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is visible that the tip was slightly twisted counterclockwise before it broke, this indicates that a mechanical overload during the loosening of a possibly blocked locking cap caused this breakage. No product fault could be detected.